Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 61 mg/dl at the time of incident. Customer stated that the insulin pump esc and act buttons were unresponsive and scrolling. Customer mentioned that the insulin pump could have been exposed to moisture that led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm after the battery has been removed and reinserted. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. Unable to perform functional test due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly. The button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Numbers does not ramp up on its own or scroll bar moving with no input.